Event description:
On (B)(6) 2010, an orif of left clavicle fx with sonoma waveon intramedullary nail. Pt returned on (B)(6) 2010 to have the nail removed after it broke. Failed device and returned to surgery. Sonoma (B)(4). Single use pt device. Rep. (B)(6).